Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign material or why the residual foreign material remained in the device from the obtained information. The root cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. It was unknown when the foreign material adhered to the scope. There was no delay to start of pre-cleaning. Water was aspirated through the instrument/suction channel. There were no problems with accessories used for reprocessing. The instrument channel was brushed. An evaluation of the returned device could not confirm the customer allegation. There were few additional findings. Due to a pinhole on channel tube and bending section cover, water tightness was lost. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover was detached. Ultrasonic transducer was corroded. Scratches were found throughout the device. Connecting tube had a wrinkle. Objective lens had a crack. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the balloon air/water tube of the gastrovideoscope was clogged. The device was returned and an evaluation revealed residual liquid or foreign material coming out of suction cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.